Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Device not returned. No device received for analysis at time of submission of 3500a when additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Event description:
It was reported that during a total laparoscopic hysterectomy, the jaws became not to open and close soon after inserting the device into the patient. No pieces were left inside the patient. Another device was used to complete the case. There were no adverse consequences to the patient.